Event description:
Adverse event, product problem: in (B)(6) 2016, I underwent umbilical hernia repair in which mesh was implanted and ethicon securestrap fixation hardware was used. The 2016 operative record documents a very small umbilical defect (recorded as less than 1 cm), which was closed primarily, with onlay polypropylene mesh then applied. Following that implantation, I developed ongoing abdominal pain and later evidence of mesh-related complication. Subsequent records document concern regarding distortion/folding of implanted mesh and abnormality involving surrounding tissue. Further surgery was later performed in 2017 for partial mesh removal. In 2018, I underwent further surgery in the setting of persistent pain and adhesions, including release of entrapped nerve-related pathology. Following this period, imaging documented abnormal post-surgical findings, including metallic hardware visible on later review, and there is concern that fixation hardware and/or implanted material remained present. Over the following years, I continued to experience chronic abdominal pain, foreign body symptoms, bowel dysfunction, and progressive implant-related complications. On (B)(6) 2025, further surgery documented and excised a firm graft-related mass measuring approximately 9.5 x 5 cm. Operative photographs from that procedure show old mesh and fixation hardware still present within tissue. Despite the presence of prior implanted material and hardware, additional mesh was placed during that surgery. Subsequent imaging in 2025 and MRI enterography dated (B)(6) 2026 documented persistent metallic artifacts/hardware, including findings noted to be unchanged from prior imaging. There remains ongoing concern regarding migration and/or persistence of fixation hardware and implanted material, with associated chronic tissue injury and ongoing symptoms. This report is being submitted as both an adverse event and a product problem in relation to ethicon securestrap fixation hardware, based on the pattern of persistent hardware, progressive surgical complications, chronic tissue reaction, mass formation, and need for repeated surgical intervention. Immediately upon unconsented placement of devices, mesh. Pt codes: 1868, 2687, 4551. Device code: 1261. Ref reports: mw5186214, mw5186215.